Event description:
It was reported that high pacing impedance at a routine check was observed. At the time of the lead revision on (B)(6) 2022, loss of capture was observed. The lead was capped and replaced. The patient was stable.